Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and torn keypad overlay noted. Missing segments noted due to cracked and bleeding display glass.

Event description:
Customer's father reported that the customer had fallen down on granite steps and that the insulin pump became damaged. The blood glucose reading was 216 mg/dl. He stated that the screen was cracked and that the bolus button was scratched off. Nothing further was reported.